Event description:
The tip of a #9 rhoton dissector was broken off during the procedure. The piece was about 1mm in length. The wound was inspected and an x-ray was taken. The x-ray was read as negative.